Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the safety mechanism of the catheter did not work properly when the button was pushed to initiate it. The steel was disposed of in a sharps container without incident."